Event description:
After iabp for four hrs, the iab leaked. Blood backed into the system 90 pump and the iab was removed. No second iab was inserted. No alarms sounded. As a result of the event, the pt had a hematoma. On 9/23/97, datascope received the mandatory medwatch form from the facility; uf/dist 450135-1997-12: the following info was rpt'd: after the guidewire placement for angioplasty to rca, the pt developed hypotension requiring vasopressors and cardioversion. An intra aortic balloon was inserted. One hr and fifteen minutes after the iab was inserted, blood was noted in the tubing. The iab was removed over the wire and a second iab was inserted. A small hole was noted in the base of the balloon after the iab was removed. The pt was weaned off vasopressors, extrbated and transferred out of th ICU a few days later. Event complications: the pt had a hematoma - rpt'd 9/17/97. Pt curretn status: transf. To other facil.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.